Event description:
It was reported that the user experienced recurrent low blood glucose readings over approximately two and a half weeks while using the ilet, with values dropping after meals despite consistent meal announcements and carbohydrate intake, including a documented value of 59 mg/dl a few hours after dinner. Symptoms included hypoglycemia. Outcomes included no alarms or alerts reported and no medical intervention or hospitalization reported. Investigation included review of available glucose reports and user feedback. Investigation of this case revealed no device alarms or malfunctions reported and no changes to medications or exercise reported, while the user remained on zepbound with an unchanged dose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.